Event description:
Intracranial pressure (icp) values were consistent between the philips patient monitor and the pressio 2 monitor (serial number (B)(6)). However, the two tracings were discordant. There is no consequence for patient.

Manufacturer narrative:
The intensive care unit has chosen to continue patient monitoring in a degraded condition. The catheter was explanted when the patient no longer required it. Although preservation of the catheter after explantation was requested for device analysis, it was discarded and we do not know which catheter's reference were involved

Manufacturer narrative:
The intensive care unit has chosen to continue patient monitoring in a degraded condition. The catheter was explanted when the patient no longer required it. Although preservation of the catheter after explantation was requested for device analysis, it was discarded and we do not know which catheter's reference were involved. Followup 1 of case 3001587388-2025-25010: as the device has been discarded without any inormation (reference nor serial number), we could not perform an analysis of this device or find rationnal based on same kind of problem or do a production batch analysis. This report is being resubmitted because the previous report sent on 04/04/2025 (increment -2025-00007) was not accepted.

Event description:
Intracranial pressure (icp) values were consistent between the philips patient monitor and the pressio 2 monitor (serial number (B)(6). However, the two tracings were discordant. There is no consequence for patient.